Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a video image showed some uncut areas during a lasik procedure on a patient's left eye. The doctor tried to open the side cut of the flap but decide not to open. The patient was moved out of the operating room. After about a half an hour, the surgeon decided to continue with trans-epithelium photo refractive keratectomy (prk). Treatment procedure was completed.